Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms per communications, neither the requested clinical information nor the device will be return for inclusion in this medical investigation. Without the relevant medical information a thorough investigation cannot be rendered. Should any medical information be provided this compliant will be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include improper alignment or fit/ sizing. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that a revision surgery was performed for poly exchange. Due to instability. No additional information is provided.